Event description:
It was reported that an ilet device with a cracked screen required replacement, and the device¿s water resistance was compromised; the device functionality was uncertain and backup therapy was recommended. Symptoms included no adverse clinical signs or blood glucose events. Outcomes included no hospitalization, no emergency treatment, and no reported interruption of cgm data reception. Investigation included collection of device details, verification of shipping information, instructions to sync data to the mobile app, and return of the device for evaluation. Investigation of this case revealed suspected physical damage to the display assembly consistent with screen cracking. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.